Manufacturer narrative:
H3 correction: "device evaluated by mfg?" Changed to yes/"if other provide code -explain" changed to device returned. H6 correction: the device was returned. Internal complaint number: (B)(4). The lot # 25152338 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 10/14/2020. An investigation was conducted on 10/29/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the harvesting handle with charred material observed on the heater wire. The clear silicone insulation on the cold jaw was observed to be peeled away at the tip, exposing the metal portion of the tip of the cold jaw. The clear silicone insulation on the hot jaw was observed to be intact. No visual defects were observed. The heater wire was observed to be slightly flexed from the center of the hot jaw, but remained attached at the base and tip which is indication of clinical use. An engineer review was conducted on 10/29/2020 in regards to the slightly flexed heating wire. For the heating elements (wires) on the primary jaw, they look slightly bowed but not bent. The slight bowing is most likely also a result of prolonged activation without tissue in the jaws. See attached email. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.68 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failures "electrical issue" was not confirmed but was confirmed for the analyzed failure 'peeled jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not delivering energy to activate the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wasnot delivering energy to activate the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.